Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. The procedure finished with a smith and nephew backup device. No surgical delay reported. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation, all provided information has been reviewed, establishing a relationship between the event reported. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence, root cause established as raw material issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.